Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was allegedly revised on an unknown date due to patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2014 due to elevated metal ion levels and evidence of acetabular component loosening. Operative report further noted scar tissue, metallosis with metallic stained tissue, and a lack of bony ingrowth into the acetabular cup. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup and liner.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was allegedly revised on an unknown date due to patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01590 & 01591).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." "Material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts." "Intraoperative or postoperative bone fracture and/or postoperative pain." "Inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01590 & 01591).